Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump display was frozen and had a high pitched noise. The customer¿s blood glucose was unknown at the time of incident. Customer also reported that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing even after the battery was changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switch and partial unlocked and lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised force sensor and excessive no delivery test or verify audio and vibrate anomaly due to buttons not responding. No frozen display anomaly noted.